Manufacturer narrative:
Complaint conclusion: before the 9mm x 29mm palmaz genesis on .035¿ 135cm opta pro over-the-wire (otw) percutaneous transluminal angioplasty (pta) stent delivery system (sds) entered the patient¿s body, it was difficult to transport it into a 9f non-cordis guiding catheter. In addition, it was also found that the stent fell off in the ¿y-valve¿. There was no reported patient injury. The device was returned for evaluation. Per visual analysis of the received sds genesis .035 9.0x29 (B)(4) unit, the stent was observed moved from its original position between the balloon marker bands, and two stent struts were noticed uplifted. The intended procedure was a left subclavian stenosis. An 8f unknown sheath was used. There were no visible signs of device/package damage prior to use. There were no anomalies noted when the device was taken out of the package. The device was prepped per the instructions for use (IFU). There was no difficulty experienced in prepping the device. The product was returned for analysis. One non-sterile 9mm x 29mm palmaz genesis on .035¿ 135cm opta pro percutaneous transluminal angioplasty stent delivery system was received for analysis inside a plastic bag. Neither the mentioned 9f non-cordis guiding catheter nor the 8f unknown sheath used in the procedure were returned for evaluation. Per visual analysis the stent was observed moved from its original position between the balloon marker bands, and two stent struts were noted to be uplifted. No other anomalies were observed. Per functional analysis the complaint product was successfully passed through a lab sample 9f guiding catheter. An appropriate .035¿ guide wire was inserted into the sds genesis and then, the unit with the guide wire inserted was passed through the lab sample 9f gc used. No anomalies were observed. A product history record (phr) review of lot 82191727 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent-dislodged - within guiding catheter/sheath¿ and "stent-strut uplift" were confirmed through analysis of the returned device. The reported ¿stent delivery system (sds)- impeded" was not confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the information available for review, procedural or handling factors may have contributed to the event as evidenced by uplifted struts noted on the stent and the stent had been moved from its original position during analysis. It is likely the device interacted negatively with the touhy borst valve, or was mishandled. According to the safety information in the instructions for use ¿prior to stenting, the palmaz genesis peripheral stent on opta pro .035" delivery system should be examined to verify functionality and integrity. Do not attempt to remove or readjust the stent on the delivery system. To assure full expansion, inflate to at least the recommended nominal pressure as shown on the label. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, before the 9mm x 29mm palmaz genesis on .035¿ 135cm opta pro over-the-wire (otw) percutaneous transluminal angioplasty (pta) stent delivery system (sds) entered the patient¿s body, it was difficult to transport it into a 9f non-cordis guiding catheter. In addition, it was also found that the stent fell off in the ¿y-valve¿. There was no reported patient injury. The intended procedure was a left subclavian stenosis. An 8f unknown sheath was used. There were no visible signs of device/package damage prior to use. There were no anomalies noted when the device was taken out of the package. The device was prepped per the instructions for use (IFU). There was no difficulty experienced in prepping the device. The device will be returned for evaluation.